Event description:
Same case as MDR 2134265-2013-07356 and 2134265-2013-07357. It was reported that a balloon ruptures occurred. The target lesion was an area of instent restenosis located in a non calcified brachial cephalic vein. Three 9.0 x40, charger balloon catheters were used to try and plasty the stenosis; however all three balloons ruptured below 8 atmospheres. No stent fractures were identified. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).